Manufacturer narrative:
The technician replaced two bushings on the brake block mechanism assembly to repair the bed.

Event description:
Info received indicates the brake pedal locks and then pops back up.